Manufacturer narrative:
(B)(4). Method: the inspiratory limb, mr290 humidification chamber, pressure relief valve, and opt316 optiflow junior nasal cannula were returned to fph in (B)(6). The returned devices were visually inspected. The electrical resistance of the inspiratory heaterwire was checked using a calibrated multimeter. Results: visual inspection revealed that there was condensate in the inspiratory limb. Patient secretions were observed on the opt316 nasal cannula, loop pads and tubing. The electrical resistance test result was within specification. A lot check revealed no other complaints of this nature for lot number 150603. Conclusion: we are unable to determine what may have caused the excessive condensation reported by the hospital. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple set-up and environmental factors. Our user instructions indicate in pictorial format the correct set-up and proper use of the rt330 optiflow junior tubing kit, and state the following: - "check that all connections, caps and/or plugs are tight before use." - "patient monitoring is recommended." - "when mounting a humidifier adjacent to a patient ensure that the humidifier is always positioned lower than the patient."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that excessive condensation was observed in the inspiratory tube of an rt330 optiflow junior tubing kit. This was observed during use on a patient. No patient consequence was reported.